Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). No product will be returned per customer. The customer's report of a slit in primary tubing with blood back-up and leakage could not be confirmed because the product was not returned for failure investigation. The root cause could not be identified.

Event description:
Customer reports a "slit" type cut in the primary tubing with blood back up and leakage while infusing 0.9% normal saline at 75ml/hr in the inpatient oncology unit. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.